Manufacturer narrative:
This device underwent tests for water quality, to assess bacterial contamination. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return their device to specification and full functionality. The customer could also participate in cardioquip's trade in program and receive a fully functional device in place of their contaminated device. These options were relayed to the customer via email on 11/20/23. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Event description:
Lab results(11/18/2023):10160458 - 62,300 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
Following hpc test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The source of the contamination is likely the facility water supply, as samples taken from the water supply also failed hpc testing. The customer agreed to only use sterile water until their water filtration system is addressed. In order to remediate the devices bacterial contamination, the customer sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Lab results((B)(6) 2023):(B)(6) - 62,300 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Event description:
Lab results (on (B)(6) 2023): (B)(6) 62,300 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
UDI related data quality updates only.